Manufacturer narrative:
The mayfield composite skull clamp (a3059) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis: the investigation of the returned device showed that the reported complaint was confirmed from the evaluation. Unit received with the mayfield 2 lock having up and down movement and the teeth were grinding when rotated. General maintenance and cleaning was performed. Root cause analysis: complaint was confirmed via inspection of the unit. The mayfield 2 lock had up and down movement and the teeth were grinding when rotated. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
A facility reported that the locking knob of the mayfield composite skull clamp (a3059) appeared to have a faulty locking knob, and that in the locking position, the device moves in increments under pressure. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.